Event description:
The complaint states that signal loss over one hour was reported. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ subsequent to initial MDR d4: model no, serial no, lot no, exp date, UDI - correction g3: date received by manufacturer - additional h2: additional information/correction h4: mfg date- correction h10: corrected data.

Event description:
Subsequent to initial MDR, a correction is required.